Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of three (3) clearlink sets split while in use on patients for CT (computerized tomography) dye administrations. The dyes were being injected at psi 4 (pounds per square inch). There was no report of patient injuries or medical interventions associated with these events. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. However, the customer reported that the set was used for a dye injection at 4 psi. The cause of the condition was determined to be a use error. Per the labeling for this device, the user is instructed not to connect any compressed gas device to intravenous injection sites. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.